Manufacturer narrative:
The insulin pump failed the prime/compromised force sensor system alarm test seating at 4lbs due to a faulty force sensor resistor. No compromised force sensor system alarms were noted. The pump had a cracked reservoir tube lip, a scratched display window, and a cracked case near the reservoir window noted during the visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 195 mg/dl. L. Customer was advised to disconnect from the pump. Customer stated that the pump was not recently dropped or bumped prior to the alarm but it has happened. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.